Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and the second series of beeps was not heard. The customer's blood glucose was unknown. She also stated she had performed a self test and the insulin pump passed. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime test, basic occlusion test and occlusion test. The insulin pump primed properly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.